Event description:
Revision surgery - due to instability of the baseplate and humeral socket insert and loosening of the glenoid head the surgeon decided to go with a thicker insert and glenoid head.

Manufacturer narrative:
The reason for this revision surgery was the baseplate and humeral socket insert were not stable,and the glenoid head was also showing to be loose. The length of in vivo service: was almost 2 yrs. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 134 prior complaints against this part number. This is the first complaint from this lot. The root cause of this event was not report; no other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.